Event description:
Reporter indicated that a vns patient experienced respiratory issues and a seizure increase, relationship to pre-vns baseline unk. The reporter wrote that "his lung sounds are course and wet, and we're giving him nebulizer treatments every four hours. He's not sleeping much and is having more seizures. A chest x-ray showed possible pneumonia in his left lung, so we're treating it as pneumonia with antibiotics, steroids, and continued nebulizer treatments." The reporter indicated that the patient recovered from his illness in 2007. Good faith attempts for additional information have been unsuccessful to date.